Event description:
It was reported that there were problems with the screws in the header and the rv lead could not be disconnected from the ipg. The lead had to be cut and fixed with an adapter for connection to a new ipg. Further follow-up indicated that this occurred during implant attempt of the device, and that the doctor was not careful enough with the screwdriver and setscrews, resulting in both setscrews becoming unusable. It was reported that during the implant attempt, there were problems with the screws in the header. The rv lead could not be disconnected from the ipg, so the lead had to be cut and fixed with an adapter to a new pacemaker. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the analysis found no anomalies. Visual examination noted grommet damage and the setscrew was rounded.